Event description:
It was reported that the patient had a long history of urinary tract infections and was currently catheterized. The patient did not feel a stimulation sensation, even when the device was increased to 6.5 volts. It was unknown if the patient had tried other programs. The caller planned to turn the device off until the hcp could be consulted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037 serial# (B)(4), lead model 3093-28 lot# v287635 implanted: (B)(6) 2009 explanted: na.